Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and high lead impedance. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was measured to be within product specification. The reported events of failure to capture and high lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a clinic follow up, failure to capture and high pacing impendence due to dislodgement that was confirmed on the left ventricle (lv) lead via x-ray. The lv lead was explanted and replaced to resolve the event. The patient was stable.